Event description:
It was reported that black foreign matter was found on the tip of 2 bd saf-t-intima¿ IV catheter safety systems' needles. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse opened the package at night, she felt that there was a black flocculent at the tip of the needle".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/15/2021. H.6. Investigation: bd received a sample and photos submitted for evaluation. The reported issue was confirmed upon testing of the sample. Bd ftir testing determined the foreign matter in the sample device was silicone. The silicone is medical grade and applied during the last stages of the manufacturing process to assist in the insertion of the device by the end user. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the tip of 2 bd saf-t-intima¿ IV catheter safety systems' needles. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the nurse opened the package at night, she felt that there was a black flocculent at the tip of the needle."